Event description:
The customer reported that the system would intermittently display communication failure error messages and shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The dc power supply voltage was adjusted. The system was then found to be operating as intended.